Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 10/09/2014 correction: the initial alert date for this report is (B)(6) 2014.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was not emitting sounds. The reporter stated that the pump's vibratory functions were still working properly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.